Event description:
The unit had a free flow. The unit had just been set up and calibrated, but not programmed, when the user noticed that about 100ml of fluid was in the final bag. When asked by the reporter, the user said they do prestretch the tubing prior to installing the set in the unit and they do turn the rotors. The reporter instructed the account to not prestretch the tubing, but to turn the rotors. Since the problem was resovled by telephone, the unit was not swapped out. No pt involvement 8/13/96.